Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, one partially formed clip was fed due to an anti-backup failure; the remaining clips were properly fed and formed; in addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged, causing the anti-backup and lockout failures; however, no conclusion could be reached as to what may have caused this condition. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Can you please confirm if the device was difficult to fire? Were the clips not closing once they were fired? Were the clips scissored? Were the clips malformed?

Event description:
It was reported that during an unknown procedure, it was very hard to close the clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.